Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her insulin pump alarmed with a motor error alarm. The patient's blood glucose at the time of incident was 123 mg/dl. The customer states that motor error appeared when she woke up. Troubleshooting was initiated for the motor error alarm; the customer was able to clear the alarm but she couldn't rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to her.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.